Event description:
A surgeon reported that the intraocular lens (iol) was scratched by the plunger of the iol delivery system. The surgeon reported that the pt's visual acuity may be affected by the scratched iol. It was reported that the iol was not loaded into the delivery system properly by the user.